Event description:
It has been reported a surgical intervention was undertaken to explant and replace the pt's ipg as the pt was experiencing difficulties initiating a communication between the ipg and both the pt programmer and the charging system. A replacement charging system. A replacement charger system was unable to resolve the issue. Effective stimulation was captured post-operatively.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. (B)(4).